Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue with the controller was not confirmed. The heartmate 3 system controller (serial #: (B)(4)) was returned for analysis and a log file was downloaded. The log file spanned approximately 2 days ((B)(6) 2022 per timestamp). Events on (B)(6) 2022 are from product testing at abbott. There were no notable alarms in the log file. Pump operation was not affected. During product testing the system controller was able to connect to a system monitor without issue. The unit passed all stages of preliminary and functional testing. The controller was able to operate on a mock loop without issue. The reported event was not reproduced. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller would not connect to the monitor when it was connected to the power module. There was no issue with power being delivered but data did not transmit. There were no obvious kinks or tears on the controllers power cables or any bent pins in the white and black cables. The site used multiple monitors, power modules and patient cables. The controller was exchanged on (B)(6) 2022 which resolved the issue.